Manufacturer narrative:
User reported issue was confirmed. The flow rate accuracy was found to be outside of +/-5%. The battery was outside of warranty. The pump failed the pressure test. The pump had a grinding door latch. The device was repaired and retested to meet all the specifications on 12/23/2015. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. Zyno medical submitted an e-MDR (3006575795-2016-00062_(B)(4)) on 10/25/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported "the pump alarmed that the infusion was completed and the patient still had half of their bag remaining that had not been infused. The patient was not injured."